Event description:
It was reported, the catheter was kinked. It was reported, the patient had the pump changed in 2011 because, the catheter kinked and the pain was ¿unbearable.¿ it was stated, the patient was not getting the right amount of medicine. It was reported when the patient went in for refills, there was much more medicine left in the reservoir which happened a couple times. It was noted that a CT scan showed the catheter was kinked. It was noted, the catheter was ¿surgically replaced, replaced or unkinked, but the kinks were taken out and they took a different route rather than right down their spinal area.¿ the pump was to deliver hydromorphone. Patient outcome was not provided

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2009 (B)(6), explanted: 2012 (B)(6); product type catheter. (B)(4).